Event description:
It was reported the programmer head is not working, not picking anything up. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. Analysis found the rf head label is delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.